Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of thrombosis is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that on (B)(6) 2025, the patient, with a history of coronary artery disease and non-st elevation myocardial infarction (nstemi), had two xience skypoint (3.0x12, 4.0x38 mm) stents implanted. The patient was re-admitted on (B)(6) 2025 with chronic ischemic heart disease and thrombus on a cardiac device. Percutaneous transluminal coronary angioplasty was performed. The patient was discharged to hospice on (B)(6) 2025. There was no adverse patient sequela. No additional information was provided.